Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwwatch will be filed.

Event description:
Same patient as MFR report# 3005099803-2008-04030. Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. During an unspecified procedure, the patient had an rx wallstent permalume 10mm x 60mm stent implanted in the mid common bile duct. Approximately 6 weeks post procedure, the patient experienced "stent migration and recurrent obstructive symptoms" and underwent a second procedure in which the stent was "removed using forceps". A second rx wallstent permalume 10mm x 60mm was placed in the mid common bile duct. The patient's status is unk, however, it was noted that the pt's symptoms "resolved with removal and replacement of wallstent".